Event description:
A healthcare professional reported that knives were noted to be dull prior to surgery. Additional information has been requested. Additional information received confirmed that alternate knives were obtained to begin and complete the surgery. There was no impact to any patient. This report reflects one of two lot numbers for this reported event.

Manufacturer narrative:
A sample has been received that has not yet been evaluated by manufacturing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested, but none is expected. (B)(4).

Manufacturer narrative:
Two samples were received by manufacturing in opened blister packages for the report of dull knives. The returned samples were examined per facility procedure. The first sample was noted to be visually nonconforming with damaged cutting edges. The second sample was determined to be visually nonconforming with a damaged tip and damaged cutting edges. Penetration and sharpness testing could not be performed due to the damage of the returned samples. The final customer lot was identified. One component lot was used to make up the customer's reported lot. A device history record review for the lot was conducted. According to the device history record review, no anomaly was found and the product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on the device history record review. A complaint history examination indicates that no additional complaints were associated with the reviewed lot. How the returned blades became damaged cannot be determined from the evaluation. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. A group from the manufacturer's manufacturing facility met with the customer in (B)(6) 2014 to review and discuss some of the customer's concerns and share additional information such as suggested handling tips. (B)(4).